Manufacturer narrative:
The t:slim g4 cartridge user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 105 units and remained static. Reportedly, the cartridge was filled with cold 300 units of insulin. There was no impact to the customer's blood glucose. Reportedly, the customer continued to use the existing cartridge and the insulin gauge began to decrease as intended.